Event description:
It was reported that an embolization coil implant would not detach completely from the delivery pusher. After the detachment attempt, the delivery pusher appeared attached to the implant. During removal, the implant detached. Intervention was taken to remove the coil in the form of a loop maneuver. There was no reported injury to the patient.

Manufacturer narrative:
A search for non conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant was the only component received for evaluation. The investigation of the returned coil system found the implant severely stretched, damaged, and tangled. The coil pusher was not returned. No residue from the pusher was found on the returned implant. Without the return and evaluation of the pusher, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as a potential complication associated with use of the device.

Manufacturer narrative:
Corrections: h1 - serious injury.